Event description:
Patient reported a left side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received, on (B)(6) 2022, with lot number#: 2324861. Based on the device analysis grid, the assessments of the complaint are: rupture: no observed, openings in the device. Additional observations: crease fold observed, in the surface. Wear abrasion observed, in the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, a left side rupture. Diagnosed via imaging. Healthcare professional confirmed, rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., b.5., d.1., d.2., d.4., d6a., d6b., g.2., g.4., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.